Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a totally extraperitoneal procedure, the balloon was trying to be inflated and it did not inflate. The syringe was pointed again, and the balloon was attempted to be inflated, but as the tip of the syringe broke, a new product was opened. As the same event occurred on the new product, the new product was stopped using, a different product was opened. The event occurred during the procedure, but the product was not used for patient. There was no patient harm.

Manufacturer narrative:
Additional info: evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection and functional testing confirmed there were no abnormalities that would have caused or contributed to the reported condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a totally extraperitoneal procedure, the balloon was tried to be inflated and it did not inflate. The syringe was pointed again, and the balloon was attempted to be inflated, but as the tip of the syringe broke, a new product was opened. As the same event occurred on the new product, the new product was stopped using, a different product was opened. The event occurred during the procedure but the product was not used for patient. The surgical time was extended by less than 30 min. There was no patient harm.